Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced a power loss alarm and high blood glucose level of 570 mg/dl. The customer¿s current blood glucose level was unknown. The customer¿s symptoms were not noted, and the customer was treated with a manual injection. Customer stated they received the power loss alarm because they have had the insulin pump in storage for more than 10 minutes. Customer was advised it was normal behavior, and did not want to troubleshoot for the high blood glucose. Nothing was returned or shipped.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, low battery alarm and power loss alarm due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with cracked retainer, minor scratched display window and scratched case.